Event description:
It was reported to baxter (B)(6) that the reservoir of an infusor lv2 device had ruptured during patient use. According to the report, device was filled with 96 ml of fluid for a patient in the oncology unit. The drug was not specified, however, after being asked, the response was the device was filled "as usual". Therefore, it is presumed the device was filled with 5-fu and sodium chloride (nacl), however, this was not verbally confirmed. The drug concentration was not specified. The infusion was planned for 48 hours, however, after 2 hours of therapy, the reservoir ruptured and the solution emptied into the housing. About 50 ml remained in the housing and did not spill outside. The location of the rupture was not specified. The infusor was connected to the patient via implantable port located on chest. The device was not stored in the presence of sunlight or uv light. There was no filter used during filling of the device. It is unknown if the material is torn. The material is not in a footed shape. The reservoir was not detached from the post. The infusor was only stored at room temperature prior to use. The reporter informed baxter that this event has occurred for the third time (event dates and other details not provided). The patient and the healthcare professionals were not harmed. There is no patient injury or medical intervention reported for this incident. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: baxter received a photo of the sample for evaluation. The reported condition of "ruptured reservoir" was confirmed via photographic evaluation. This is a single use device and will not be repaired. (B)(4).

Manufacturer narrative:
(B)(4)